Event description:
It was reported that during central processing, user noticed that the tip of the monopolar cautery instrument had a small crack with metal exposed. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was identified during central processing. There was no disposable tip attached to the instrument. A crack was observed at the end of the instrument where the disposable tip would normally be connected. No patient injury was reported. The surgeon was unsure of the cause but believed the instrument might have been damaged in sterile processing department (spd) where it was cleaned. The instrument did not collide with other instruments or hard materials during the procedure. No images or video recordings are available for isi review. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter. The crack measures approximately 0.30mm x 5. 05mm.there was no material missing. The electrical contact is slightly visible through the crack. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.